Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.

Event description:
This is a non-us event. This occurred in (B)(6). Consumer reported the string pulled out of a tampon upon removal leaving the pledget inside her vaginal cavity. She was able to manually remove the tampon and upon removal it fell apart. She was able to remove the remaining pledget pieces and did not seek medical attention. She did not experience any adverse health effects.